Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient received the ordered alaris parts (drive housing assembly kit for syringe). However, the flange gripper was in an incorrect position (it was "upside down"). There was no patient involvement.

Event description:
It was reported that the customer received the ordered alaris parts (drive housing assembly kit for syringe). However, the flange gripper was in an incorrect position (it was "upside down"). There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (pca/syr drive housing assemblies), as these were the only samples provided by the customer. Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d codes. H3 other text : not applicable. Device evaluated by bd.